Event description:
Patient with heartmate 3 lvas implanted on (B)(6) 2022. Bal fungal culture on (B)(6) 2022 and ett fungal culture on (B)(6) 2022 both positive for aspergillus flavus, in context of fevers and increasing inflammatory markers. Found to have diffuse centrilobular groundglass nodules on chest CT (B)(6) 2022 and diagnosed clinically with invasive pulmonary aspergillosis. Developed respiratory failure requiring re-intubation and with recurrent pneumothoraces. Patient did not have mediastinal re-exploration prior to her death but there was concern for possible fungal mediastinitis as well. Autopsy results are pending. FDA safety report ID# (B)(4).